Event description:
The device was used during a thoracoscopy procedure. Reportedly, the anvile dislodged. The surgeon converted the procedure to a thoracotomy. Additional information is not available at present.